Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record review cannot be performed. The explanted devices were requested for evaluation but not returned. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time and as stated in the event, there was further progression of an osteoarthritic condition resulting in compromise of the original devices and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient had a rotator cuff repair in (B)(6) 2009 using an arthrex anchor corkscrew double-loaded and 2 peek pushlock anchors. Due to constant pain and arthritis, the patient had a total shoulder replacement in (B)(6) 2011. The shoulder implant was another manufacturer's device. The arthrex implants were removed.